Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported dropping the insulin pump because the belt clip broke. The customer reported their drive support cap appeared to be normal. Troubleshooting found the insulin pump passed a self-test and displacement test. The customer's blood glucose was 586 mg/dl at the time of incident customer treated their blood glucose with the insulin pump. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.